Event description:
It was reported the blanket was not transferring heat to the patient even though the device was set to 40 degrees. Additionally, it was reported the blanket was accidentally cut and liquid leaked onto the patient support surface area. The user reported the patient was shivering but no adverse consequences were reported as a result of either issue.

Manufacturer narrative:
It was confirmed that no fluid leaked onto the patient support surface area.

Event description:
It was reported the blanket was not transferring heat to the patient even though the device was set to 40 degrees c. Additionally, the user reported the patient was shivering but no adverse consequences were reported as a result of the issue.